Manufacturer narrative:
Correction to g.3 aware date for supplemental medwatch #1. The aware date should have been listed as 10/jul/2024.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, g4, h6.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device observed assessed as unidentified (tear) opening. Missing shell is assessed as inconclusive. Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10-jul-2024.

Event description:
Healthcare professional reported left side device rupture diagnosed via MRI. The device has been explanted and replaced with non abbvie device.

Manufacturer narrative:
Continued phone number e1:(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.